Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a plate broke after treatment of a distal tibia. There were multifragmentary fractures 11 weeks previous due to a delay in bone healing. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.(B)(4)

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp distal tibia plate 2.7/3.5. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and the delayed bone healing may have played a certain role, too. We found no evidence of material or manufacturing defects.